Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that post implant all testing revealed solid numbers, until the autocapture testing was done on this pacemaker dependant patient. The autocapture test ran and never did complete capture or recognize evoked response. The test was ran again with the same results. The patient was asymptomatic. It is believed that the autocapture is not working with the non boston scientific lead. As a result autocapture was not used with this patient. The patient later came in for a follow up visit with loss of capture on the non boston scientific lead. This lead also exhibited rising thresholds. Boston scientific technical services was consulted and suggested this was most likely a lead issue, and to get a chest x-ray done to confirm.